Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received six shocks and 4 anti-tachycardia pacing (atp) cycles for suspected supraventricular tachycardia (svt). Therapy was exhausted and no conversion was achieved. The patient was admitted to the emergency room (ER). Technical services (ts) reviewed three similar events and recommended device reprogramming. The patient will continued to be monitored. This device remains in service. No adverse patient effects were reported.